Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found error codes relevant to the reported incident recorded in the ventilators memory logs. The se stated that the ventilator failed the flow sensor calibration. The se replaced the exhalation flow sensor. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient an 840 ventilator went into an inoperable state. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.